Event description:
A readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and experienced "feeling like vomiting". Customer was unable to self-treat and was administered glucose by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. At this time strips has not yet been returned an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and experienced "feeling like vomiting". Customer was unable to self-treat and was administered glucose by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.